Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es was in recovery it needed to be repaired and would not restart. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had entered recovery mode, required repairs, and would not restart. Urgent assistance was needed. A field service engineer re-imaged device during set up device would not connect to network issues with ip address. Then the engineer required the aah biomed team to resolve the issue. The system functioned as intended after the field service engineer repaired the device. (B)(6).